Event description:
It was reported that the bd syringe 50ml ll clear 18ga 1in bfn had leakage past the stopper. The following information was provided by the initial reporter: when did the incident occur? During use short description when the medication is dispensed, it comes out behind the plunger.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.